Event description:
According to the customer, occasionally some insulin boluses programmed via the meter were not delivered via the accu-chek spirit combo insulin pump. The customer stated that the insulin pump did not deliver an insulin bolus of 2.7 units. The logbook was checked and the bolus was shown as delivered. Nevertheless, the user was firmly convinced that he could feel that the bolus had not been delivered. The customer then administered a bolus of 2.7 units manually via the pump. No high or low blood glucose values occurred administration.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.